Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that during the implant procedure the right ventricular lead exhibiting high capture thresholds and poor sensing. The physician completed the procedure using a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture thresholds and poor sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.